Manufacturer narrative:
The insulin pump passed the displacement test. However, pump received with intermittent select button response and a pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly and hardware low level failures alarm. The customer¿s blood glucose level was 7.2 mmol/l. The customer reported that they had recurring hardware low level failures alarm. It was reported that they had button error, but does not press any buttons. The insulin pump will be returned for analysis.